Manufacturer narrative:
Product analysis: there is no damage to the distal tip. Balloon folds were open and blood was visible in the balloon indicating that the device was previously inflated. The device was placed in a 37 degree celsius water bath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. Upon removal, patency of the inner lumen was checked with a 0.014inch guidewire and no resistance was noted. A negative prep was performed on the device and a steady stream of bubbles was observed in the syringe, indicating the presence of a leak). On pressurization of the device, a leak was detected on the distal shaft of the balloon. Therefore, the balloon could not inflate. Visual inspection confirmed the presence of a longitudinal tear from the guide wire entry port to 1.2cm distal to the guide wire entry port. The material at the tear site was jagged and uneven. There was a kink on the hypotube, 8.9cm distal to the strain relief. On further evaluation, the outer shaft was cut distal to the longitudinal tear to allow inflation of the balloon. The balloon was al so placed in a 37 degree celsius water bath for 48 hours to disperse the hardened blood in order to facilitate balloon inflation. Upon removal, there was still blood visible in the balloon lumen. However, the balloon was inflated to 14 atm (rated burst pressure) and 16 atm and maintained pressure. Cine image review:the cine images received from the account confirms the target lesion as reported. The images appears to show a balloon delivered to the lad and to the lcx upon inflation the balloon delivered to the lcx appears to be ruptured with excessive contrast in the area. However, it cannot be confirmed based on the still cine images that the balloon ruptured. (B)(4).

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat lca : discrete eccentric 80% ln of lm, discrete eccentric 90% ln of lad ostial, diffuse eccentric 80% ln of la 60% isr at lcx ostial area. No damage noted to device packaging. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device was being used before kissing balloon with bifurcation. It was reported that a balloon burst occurred during initial balloon inflation at 16atm. The device was not moved or repositioned prior to the burst. There was no sudden or gradual drop in pressure noted on the inflation device. The physician used another balloon to complete the procedure. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.